Manufacturer narrative:
Product recall initiated august 21, 2007. (B) (4)

Event description:
Patient had right knee arthroscopy procedure on (B) (6) 2007. On (B) (6) 2007 patient developed a mass at the tibial tunnel site. Status post subtotal medial and lateral meniscectomies; no definite re-tear is seen. Tunnel cyst noted in the distal femur and proximal tibia.